Event description:
It was reported that an alert/notification settings issue occurred. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional tests were performed and passed. Alarm/alert manual test was performed and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). 3004753838-2025-336702 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.